Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests.  The instrument was fully functional. No product issue was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument missing part. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.